Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported grade IV capsular contracture on right side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.4, g.1. Device analysis: the photograph(s) received of the device is unable to undergo visual analysis due to the quality of the photo or the view of the device in which the photo was taken.

Event description:
Healthcare professional reported grade IV capsular contracture on right side. The device has been explanted.